Event description:
It was reported there were high impedances. It was reported the patient was unable to feel stimulation at 10.5v. It was noted the impedances were elevated while the patient was on the table but in recovery the patient could feel stimulation and the impedances were normal. It was reported the device was reprogrammed and the lead was repositioned. It was further noted that extensive time was spent intra-operatively programming in an attempt to get the patient to feel stimulation.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, product type screening device; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).